Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Dr. Givens implanted hrs max humeral assembly components in a reverse construct during a revision procedure. The following comments were made in the completed form: "real stem sat 3mm proud of the trial height." [Provided as an additional comment on the product and procedure] "long distal stem length, reamer matching the trial matching the real implant.